Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, rio verification failed. The case was delayed by 40 minutes approximately but was successfully completed using manual instruments and there was no harm to the patient.

Manufacturer narrative:
Reported event: a robotic system was not able to complete registration resulting in multiple attempts and 40 minute delay. Device evaluation and results: this complaint was filed against the knee end effector and the robotic arm. The end effector was not sent back and the investigation into the robotic arm showed the root cause of the failure was related to the robotic arm placement. As the part was not returned, no inspection of the end effector can be completed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05/25/2012. No non-conformances were identified during inspection. Complaint history review: the failure was related to a concomitant device. As a result, no complaint history review of the knee end effector is required. Conclusions: the root cause of the user's inability to register the robot was identified per investigation (B)(4). The session and log data from the case were reviewed. An analysis of the arm errors, wrong end effector constants, anspach assembly, and arm start position with respect to j5 bump stop was completed. The user failed to position joint five of the robotic arm prior to starting rio registration verification. As a result of investigation (B)(4), the end effector in this investigation did not contribute to the complaint. As such, no additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, rio verification failed. The case was delayed by 40 minutes approximately but was successfully completed using manual instruments and there was no harm to the patient.